Manufacturer narrative:
The balloon of mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The procedure type was percutaneous coronary intervention (pci) and a retrograde approach was used. The deployer was certified and well trained in using the mynx device. The product was stored properly according to the instructions for use (IFU). A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity noted. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. There was presence of calcium in the vicinity of the puncture site. Hemostasis was achieved by applying manual compression for less than thirty minutes. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have been remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, and a leak in the balloon was revealed. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of balloon loss of pressure could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed to the reported event as it could cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation of risk ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1918902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a mynxgrip vascular closure device (vcd) ruptured. Hemostasis was achieved with less than thirty minutes of manual compression. There was no reported patient injury. The user was certified and well trained in using the mynx device. The product was stored properly according to the instructions for use (IFU). The mynx was used following a percutaneous coronary intervention (pci). A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity noted and there was calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. The sheath introducer used in conjunction with the mynx was a non-cordis device. There was no visible damage in distal end of the sheath after removal. The patient is noted to have recovered after the mynx event. Other additional procedural details were requested but were unknown.